Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was evaluated by a zoll approved service provider. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The monitor (system) board and front enclosure were replaced as a precaution. The device was recertified and returned to the customer. The monitor (system) board was returned to zoll chelmsford. Evaluation of monitor (system) board was unable to duplicate the report. The monitor (system) board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was duplicated and the system board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.